Event description:
A (B)(6) male pt's granddaughter contacted zoll customer support to report that the battery charger was no longer charging either battery pack. The pt was sent a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (charger doesn't charge batteries) has been confirmed. Upon eval, there was evidence that liquid was spilled into the battery well and was leaking throughout the charger/modem. The cause for the contamination cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.